Event description:
An equipment coordinator requested to have the unit checked for poor aspiration prior to a procedure. There was no patient involvement. Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).